Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered a damaged and loud whistling/sound from the power source/converter. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, the evis exera iii xenon light source did not work after the lamp was replaced as it was too weak. Upon inspection and testing of the customer returned device, intermittent power, and no power. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the intensity of the lamp was diminished and that the power converter was damaged and making a loud noise. A review of the device history record (DHR) found no deviations that could have caused or contributed to the diminished intensity of the lamp or the damaged power converter. The DHR confirmed that the subject device was shipped in accordance with the specifications. The root causes of these issues were not established. Olympus will continue to monitor field performance for this device.